Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty main batteries. To correct the condition, the main batteries and battery harness was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation, a colleague infusion pump experienced a failure code 512:320:654:0000. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.